Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive nodelivery test. Unit was received with normal operating currents and nounexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test at 0.08725 inches. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer was in the ICU with a high blood glucose of 800 mg/dl. Prior to hospitalization, the patient's blood glucose was 505 mg/dl and he felt very sick; he was in pain and began vomiting. Paramedics took the customer to the hospital. The patient was treated via manual insulin injection. The patient was still undergoing treatment at the time of call. Troubleshooting did not occur. The insulin pump was returned for analysis.